Event description:
A user facility medwatch form was received reporting while setting up for a procedure, a 25 gauge pak was selected to be used. However, when the 25 gauge probe was connected to the console, the light indicator for a different probe lit up and began expelling air while in the testing mode. The surgeon asked the staff to remove the 25 gauge probe set up and to connect the 23 gauge set up. The correct probe was recognized and the case was completed. Add'l info was received from the nurse confirming that this event took place during setup for the case. After the 25 gauge probe began expelling air, a 23 gauge probe was connected and the system passed all testing. The pt was in the operating room when these events took place but there was no pt injury or delays reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).